Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the peeled adhesive around the objective lens and the peeled adhesive around the light guide lens was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, which is a periodic maintenance, with no reported complaint. However, during the evaluation of the device, peeled adhesive around the objective lens and peeled adhesive around the light guide lens was observed. There was no patient involvement.